Manufacturer narrative:
Product event summary: the 2af284 balloon catheter with lot 06561 was returned and analyzed. Visual inspection was performed, and a kink/twist was observed on the guide wire lumen. Additionally, it was observed that the shaft was folded and damaged. During external visual inspection of the shaft segment, a fold was observed at the distal shaft. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 11 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. A guidewire lumen kink inside the balloon catheter was seen at the inflation mode. During inspection of the shaft segment, a guide wire lumen kink/twist was observed one inch proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink/twist and a folded shaft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that during a cryo ablation procedure, after the fourth ablation the temperature was not as expected. A system notice was received indicating that the safety system detected a high level of refrigerant flow and stopped the injection. Another ablation was attempted but the system notice was received again. The coaxial umbilical cable was replaced to resolve the system notice. A leak was suspected with the balloon catheter but it was not replaced during the procedure . The case was completed with cryo. Test injections were carried out post procedure and values were as expected. Data files were then reviewed and pressure and flow were not as expected. At a later date a service was carried out on the console. The coaxial cap was replaced, the injection proportional valve (mks) was replaced and temperature calibration was carried out. The console was serviced as appropriate. No patient complications have been reported as a result of this event.